Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was reusing supplies. Tandem clinical support educated the customer to properly cycle the cartridge before use and to do single use of supplies. Customer changed pump supplies to address the issue and ultimately reverted to an alternate method of insulin therapy. Customer's blood glucose (bg) level intermittently ranged from 560 mg/dl to displayed as "high"; however, specific value was not provided with ketones. Reportedly, the customer went to the emergency room to obtain "long term insulin" to use for insulin therapy. Customer did not receive any medical assistance in the emergency room.